Event description:
It was reported that patient for follow-up in clinic experiencing chest pain and palpitations. It was noted that atrial lead exhibited over sensed noise leading to inappropriate mode switch. The lead was capped on (B)(6) 2024 and replaced with new lead as a result. Patient condition was stable.